Manufacturer narrative:
(B)(4).

Event description:
It was reported that a package was unsealed. A apdl/8 flexima regular drainage tube was taken from the storage room and it was noticed that the bottom of the package was unsealed. The device was not used and the procedure was completed with another of the same device. No patient was involved.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection the pouch was received without manufacturing seal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that a package was unsealed. An apdl/8 flexima regular drainage tube was taken from the storage room and it was noticed that the bottom of the package was unsealed. The device was not used and the procedure was completed with another of the same device. No patient was involved.